Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the image acquisition system (ias). A replacement umbilical cable was shipped to the site. After replacing the umbilical cable, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Investigation of returned suspect device found that the umbilical cable failed the 100t bench test. Two broken wires (pins 1 and 2) were found. The connector was damaged. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the image acquisition system (ias) would not finalize the boot-up sequence. The mobile view station (mvs) would not connect. The medtronic representative reported it was the umbilical cable causing the issue. There was no patient present when this issue was identified.